Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that dr. (B)(6) states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. Dr. (B)(6) decided to exhange liner because of discoloration of liner.

Manufacturer narrative:
An event description consistent with the harms associated with (B)(4) was reported. The event noted that the liner was revised due to "discoloration." The event did not allege any functional deficiency or failure of the subject acetabular liner at the time of revision. Discoloration is a known effect of use attributed to in-vivo absorption of synovial fluid and does not affect the functionality of the device. Based on this information, it is believed the liner was replaced as a precautionary measure while it was easily accessible.

Event description:
It was reported that dr. (B)(6) states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. Dr. (B)(6) decided to exchange liner because of discoloration of liner.